Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (cp) regarding a patient receiving intrathecal unknown drug via an implantable pump for unknown indications for use. It was reported that the hcp wanted to review how to silence an alarm if the low reservoir alarm was occurring with the version 2 software. She stated they have had a couple instances now with the new software where the low reservoir alarm does not silence after updating the reservoir volume. Technical services reviewed that this was a known issue with the new software if there was also a motor stall recovery alert message. The hcp stated she did not think in this instance there was a motor stall recovery alert but would try to confirm that and let us know.

Manufacturer narrative:
Continuation of d10: product ID a810 serial# unknown: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.